Event description:
Consumer claims to have been pierced at a retail vendor on 07/21/1999 with the inverness ear piercing system. Her right ear became infected. She sought medical treatment on 07/27/1999. The earring wes removed and antibiotics were prescribed.